Event description:
Event description cpi received information that this bipolar lead was removed due to dislodgement. The physician elected to implant a new implantable cardioverter defibrillator and transvenous defibrillation lead. This lead would not stay in place due to the patient having a smooth heart wall. An active fix lead was required.